Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with 2.5mm x 40mm x1 45cm sterling es / coyote es mr balloon catheters. No patient complications nor injuries were reported.